Manufacturer narrative:
(B)(4). Date sent: 12/08/2020. D4: batch # u5c63l. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: u5c63l. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested, and the following was received: was there any other issue noted with the staple line (malformed staples, staple line missing staples, etc.)? No further information is available. Could you please provide more details for "additional hand suture was performed to complete the case."? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected at the firing so that the surgeon grasped the firing handle again, then the target tissue was cut. Additional hand suture was performed to complete the case. There were no problems for the washer cutting, donuts tissue and forms of staples. The additional suture was performed to be reinforcement. The procedure was not converted to open. The patient is stable on 21st october. No further information is available.